Event description:
Pt. Had rutner percutaneous suprapubic balloon catheter inserted after a & p repair. Cath. Noted to have air in on adm to nursing unit. Staff attempted to irrigate. Continued to have problems with drainage and md removed late in evening. After removal it was noted that the bulb (which had previously been inflated) had deflated gradually. Bulb rechecked x 3 with the same results each time. Pt. Had foley catheter placed after removal of subrapubic.